Event description:
The customer states that: "there is no x-ray on fluoroscopy nor graph. The log files indicate a generator error.

Manufacturer narrative:
(B)(4). When investigation is completed, a f/u report will be sent to the FDA.